Event description:
There was a report that the insulin gauge displayed a different amount than expected. There was no reported impact to the customer¿s blood glucose level. Customer was advised to call back for troubleshooting if the issue reoccurs when an active fill estimate is observed.